Event description:
It was reported that there were concerns of premature battery depletion (pbd) and hearing beeping from the subcutaneous implanted cardioverter defibrillator (s-ICD). Device data shows power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Boston scientific technical services (ts) consultant confirmed bd error and advised that the device is malfunctioning and should be explanted and returned for analysis. The device remains in-service. No additional adverse patient effects have been reported. Boston scientific technical services (ts) consultant advised that the issue was most likely due to pbd. The consultant recommended device replacement. The device was explanted and replaced. No additional adverse patient effects have been reported.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) and hearing beeping from the subcutaneous implanted cardioverter defibrillator (s-ICD). Device data shows power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Boston scientific technical services (ts) consultant confirmed bd error and advised that the device is malfunctioning and should be explanted and returned for analysis. Subsequently, this device was explanted, and a new device was implanted. No additional adverse patient effects have been reported. This device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of premature battery depletion (pbd) and hearing beeping from the subcutaneous implanted cardioverter defibrillator (s-ICD). Device data shows power consumption is increasing in a gradual fashion, consistent with hydrogen degradation of a component. Boston scientific technical services (ts) consultant confirmed battery depletion error and advised that the device is malfunctioning and should be explanted and returned for analysis. Subsequently, this device was explanted and a new device was implanted. No additional adverse patient effects have been reported.